Event description:
Patient had a hsv 1 negative test and two 2 positive tests (index values = 1.11 and 1.07) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was positive for hsv 1 and negative for hsv 2. Date given is the western blot confirmatory test. Reference report mw5116304. Western blot results were the opposite of igg results.